Event description:
It was reported to boston scientific corporation that an endovive two- port through the peg jejunal feeding tube (j-tube) was being used to administer medication for the advanced stage parkinson¿s disease. Procedure date was in (B)(6) 2013. According to the complainant, the terminal part of the jejunal tube was expelled on (B)(6) 2013 with the patient's stool. X-ray of abdomen on (B)(6) 2013 confirmed that there was no jejunal tube in the abdomen. On september 23, 2013, the peg tube was removed and duodopa therapy was permanently discontinued. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.